Event description:
I was implanted with a medical device implant called essure in (B)(6) 2009. This medical device implant is now manufactured by bayer, formally by conceptus inc. My lot number is 626504. My model number is ess305. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started in (B)(6) 2012. This is a list of my side effects and symptoms that I have experienced due to essure: chronic severe pain in my abdomen that would last for days at a time, all month long, sharp stabbing abdominal pain, adverse reaction to nickel from allergy (positive nickel allergy test), cramping, tingling, numbness, insomnia from pain, severe bloating, lower back pain, stabbing pain especially my left ovary, unusual bleeding, a funny vibrating feeling in the area of my tubes, fatigue, pain so bad I almost fainted, dizziness, a rash, heavy periods with clotting, pain so bad I would miss work and mood swings. I have been diagnosed with the following conditions nickel allergy. I have had the following surgeries due to essure: removal of the essure coils. The device has been removed on (B)(6) 2013. The device was not returned to the manufacturer. (B)(4).

Event description:
(B)(4). I had the coils removed 2-1/2 years ago which ended my chronic pain immediately.